Event description:
It was reported that the patient had a partial power on reset (por) following radiation therapy. It was reprogrammed to original settings. It was also reported that there was a rapid decline in battery voltage thought to be due to accumulated radiation from radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. A critical ram parity error was recorded on (B)(6) 2013. Parity error is considered low severity and the device should be able to recover after reset. The patient was exposed to radiation treatment therapy. Concomitant product: 5076 x2 implantable pacing leads, (B)(6) 2009. (B)(4).